Event description:
The physician used a neuron max 088 catheter as a long sheath. He allowed the cheif resident to gain access into the femoral artery. When trying to advance the dilator over the guide wire into the femoral artery, the dilator bent. He then took a 5f short sheath to increase the hole in the femoral artery, then attempted again to engage the neuron max 088 with the dilator into the patient. The dilator bent again and the physician could not gain access. He then used a 6f shuttle sheath and it went right in.

Manufacturer narrative:
Device investigation: there are two kinks of approximately 30 degrees in the shaft of the sheath; at 18 and 53 cm from the hub-shaft joint. The tip of the sheath shows distortion and crumpling. There is also a gap between the inner wall of the sheath and the dilator and the tip of the sheath is ovalized. There are two minor bends in the portion of the dilator that protrudes beyond the end of the sheath. Results code: a 0.088" mandrel was introduced into the hub of the sheath and advanced distally. As the mandrel advanced past the kinks in the sheath, friction increased until the mandrel stopped approximately 7 cm from the distal tip. The sheath is non functional. Conclusion code: the bends in the dilator described in the complaint were confirmed. The cause of the bends was likely due to the physician attempting to insert the dilator into the femoral artery against resistance due a small femoral puncture size. Once the dilator bent, it would become difficult to insert the device into the artery, especially if the physician's technique did not provide enough support to the distal end. If the physician handled the sheath and dilator towards the distal tip of the sheath and did not support the portion of the dilator which extends approximately 12 cm beyond the sheath, the dilator may have easily been bent. The bends in the sheath do not appear to be related to the complaint and likely the result of handling after the case. The gap between the sheath inner wall and the dilator is most likely the result of the bending of the dilator during the insertion attempts. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.